Event description:
No harm to patient. Platelets were primed and hung on patient. At 15 minute check, tubing near filter leaking and dripping on to ground. Tubing disconnected and removed from patient.